Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The reported system error 322 was confirmed and reproduced during the evaluation. The upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported system error. The upper auxiliary which contains the screws, has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a system error 322 was observed in the event history log for this spectrum pump. Any patient involvement is unknown.